Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure and was not detected on the bus. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer confirmed that there was no problem with the device. The system functioned as intended.